Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event when pump infusion sites were not working despite multiple site changes, after which the user stopped wearing the ilet and transitioned to multiple daily injections; the user believed the issue was related to site integrity and possible scar tissue and indicated a need for a longer cannula or steel infusion sets. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.